Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was implanted at the beginning of the year and now has approximately 3.5 years of battery remaining. Data analysis shows the average power is operating higher than expected. The high power may be due to inability of the home remote monitoring system to complete a full session with the pacemaker. This could be due to the environment. Boston scientific engineers suggested that placement and environment of the monitor be reviewed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacemaker was explanted and returned approximately one and a half years later from another manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the decrease in battery longevity and inability of the remote home monitoring system to interrogate the pacemaker.

Event description:
This report is being filed to submit the analysis results.